Event description:
Clinical registry. Same pt as MFR# 6000089-2006-00645. It was reported 14 days following a coronary artery stenting procedure, the pt expired. The pt presented to the procedure experiencing a q-wave myocardial infarction (mi) and a stent thrombosis in the proximal left anterior descending (lad) artery. The lesion was 100% stenosed. The physician treated the lesion with balloon angioplasty and placement of a bare metal liberte stent of unk size. Following treatment there was 0% residual stenosis with timi-3 flow. The pt remained hospitalized following the procedure. The pt complained of dyspnea. Per source documents, the cardiopulmonary situation was insufficiently stabilized, despite maximum pharmacological therapy and machine assisted ventilation. The pt and his relatives refused to have the treatment extended. The pt refused to take tablets. The pt expired 14 days after the procedure with the cause of death reported as ventricular fibrillation due to severe ischemic cardiomyopathy.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.